Manufacturer narrative:
A review of the manufacturing records was conducted. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order (p/o) was manufactured and does not show any change that could be related with the complaint type reported. Non-statistical trend review showed no other investigation request has been received for this p/o. The manufacturing record was reviewed and no deviation or assignable cause was identified for the reported complaint types when this production order was completed. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. Placeholder.

Manufacturer narrative:
The sample was returned to the manufacturer for evaluation. The intraocular lens was inspected at 10x microscope magnification. Visual inspection revealed that the lens returned was incomplete. The lens was received cut in two parts and was glued onto each other. In addition the lens had both missing haptics. The condition of the lens is consistent with a lens that has been inserted and removed from the patient¿s eye. Only visual inspection was performed. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that while inserting intraocular lens (iol) into patient's eye, lens broke. Lens was removed in the same procedure. Vitrectomy was performed. Incision enlargement information was asked however no information was provided. No patient complications were reported. No further information has been received.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.